Event description:
Patient reports has been having problems with cadd legacy pumps and cassettes since the end of (B)(6) 2021 (exact dates unknown). Pump issues also reported on (B)(6) 2022 on a separate report; no new info provided. Patient provided lot numbers for bad cassettes: 15 unopened cassettes lot number 4173645, expiration date 12/20/2021; 1 cassette lot number 4213379, expiration date 02/12/2022 or 02/13/2022; 1 cassette lot number 4220001, expiration date 02/08/2022. Informed patient that we will have nurse reach out to make sure she is using cassettes and pump properly. Defective cassettes will be returned. Patient did not need any replacement cassettes at this time. No further information given. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.